Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had act button had to be pressed firm for it to response. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that during priming the insulin pump was rewinding slower and making a grinding noise. Customer stated that insulin pump crack around the battery area and cross the window. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind and self test. No unexpected rewind or grinding noise anomalies noted. Device received with broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.